Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cracked touch screen issue could not be verified but the alleged unresponsive and unreadable touch screen issues were verified. Additionally, a different issue was identified (damaged display).

Event description:
It was reported that the pump touch screen was cracked, unreadable, and unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.